Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via email that two ar-8825p peeks mini pushlock anchors malfunctioned. The threaded portion of the anchor failed to enter the drill hole, despite being impacted according to the established technique. As a result, the tip of the first anchor fractured, preventing adequate fixation at the surgical site. This issue was discovered during a procedure performed on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically improper bone preparation, excessive force, and/or incorrect surgical technique. The complaint allegation was not confirmed; the device was not received for evaluation, and no evidence of the failure was received.

Event description:
Additional information was received on 12/15/2025: during the procedure, a single complaint was reported involving one ar-8825p peek mini pushlock anchor that was found to be damaged. No additional product allegations were noted. There were no broken fragments inside the patient. Information on how the case was completed was not provided. The procedure was not delayed, and no additional anesthesia was administered.

Manufacturer narrative:
Additional information: b5, g3, h6.